Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157442, m2a-magnum mod hd sz 42mm, lot# 200260; item# 139252, m2a-magnum 42-50mm tpr insrt-6 ,lot# 407140; item# us157848, m2a-magnum pf cup 48odx42id, lot# 926780. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08771, 0001825034-2018-08769, 0001825034-2018-08768.

Event description:
It was reported patient underwent left total hip arthroplasty approximately 5 years ago. Subsequently, patient underwent a revision procedure approximately 4 years post op due to pain. Attempts were made to obtain additional information; however, none is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
N/a.